Manufacturer narrative:
The customer's reported complaint of the platform displaying user advisories (ua) 16 (timeout moving to take up position) and (ua)27 (encoder fault) were confirmed during archive review. However, the error messages could not be reproduced during functional testing indicating that the user was able to clear the error messages. User advisories are designed into the platform when one of several conditions is detected. Functional testing was performed; the autopulse platform passed functional tests without exhibiting any faults or errors of ua16 and ua27. In addition, the drive train motor brake gap inspection was performed and found that the air gap was out of specification and no brake activate (clicking sound) was noted when the platform was powered on which attributed to ua16. The brake gap was adjusted to remedy the fault. There were no device deficiencies found during evaluation of the returned platform which could have caused or contributed to the reported ua 27 error message. Therefore, a root cause of ua 27 could not be determined. The platform was re-evaluated through run_in test using the 95% large resuscitationtest fixture (lrtf) with a good known test battery until discharged without any fault or error. The autopulse passed all the testing and meets all required specifications. Review of the archive data revealed multiple user advisories (ua)16 (timeout moving to take up position) and (ua)27 (encoder fault) error messages occurred on the reported date of event; thus confirming the reported complaint. A visual inspection of the returned autopulse platform was performed and cracked front cover was noted. The autopulse platform is a reusable device and was manufactured on 12/22/2015 therefore, this types of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number 30795.

Event description:
It was reported that during the yearly maintenance, the autopulse platform (s/n:(B)(4)) displayed user advisories (ua)16 (timeout moving to take up position) and (ua)27 (encoder fault) when connecting the platform to the infrared interface in order to measure the brake gap. The platform worked fine again when disconnecting the infrared interface. No patient involved with this event.